Manufacturer narrative:
(B)(4). Date sent: 04/24/2025. D4: batch#: unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the bailout door and the joint cover damaged and with no reload present. The device was tested for functionality in the straight position with a test reload and with a test bailout door and achieved its complete firing sequence. However, the staples were partially formed. After further evaluation, the analysis showed the knife wings were broken off. The wings of the knife did not were returned for its analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. It is possible that the joint cover and the bailout door were noted damaged due to improper handling. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 321d94, and no non-conformance's were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device could not be fired. They tried to fire two other reloads but each time was not possible to fire. There was no patient consequence nor surgical delay reported. No additional information provided.